Manufacturer narrative:
Additional information received indicates that the patient's infection was reported to have been resolved on (B)(6) 2016.  This information also reported that the patient respiratory failure event was resolved on (B)(6) 2016.  In addition, the reported noted that the patient had required intermittent bipap.  It also appears that the patient's admission was further complicated by septic shock, pulmonary edema, right heart failure and anemia.  On (B)(6) 2016 the patient developed low flow alarms and hypotension requiring treatment with intravenous (IV) fluids, albumin, dopamine and milrinone.  In addition, the patient's prescribed hydralazine was discontinued.  A bedside transesophageal echocardiogram (tee) revealed severe left ventricular (lv) dysfunction and moderate to severe right ventricular (rv) dysfunction.  The milrinone was discontinued the next day while the dopamine was weaned and discontinued on (B)(6) 2016.  On (B)(6) 2016 the patient also developed pulmonary edema requiring re-intubation and intermittent bipap; along with bumex and natrecor infusion and as needed zaroxolyn.  On (B)(6) 2016, the patient developed elevated right heart pressures along with low flow alarms requiring the resumption of the patient's milrinone infusion.  On (B)(6) 2016, the patient developed normocytic anemia requiring treatment with two units of packed cells.  The site reported that this event had improved by the next day with no further transfusions required. The patient was transferred to hospice on (B)(6) 2016 and he expired on (B)(6) 2016 from multi-system organ failure that was reported to be unrelated to the device. The primary investigator reported that all these events were related to the patient's condition and unrelated to the hvad system or procedure.  He/she further reported that the patient's septic shock was related to the patient's persistent fungemia and diffuse hvad infection originating from his persistent driveline infection.  The device remains implanted in the patient and is thus not available for evaluation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed to the reported event include the patient's pre-existing history of smoking and diabetes; along with his recurrent episodes of driveline access site infections and recurrent trauma and the progressive decline in his clinical condition. Of note, the patient's development of fungemia appears to have been isolated to his previously implanted aicd leads. The primary investigator reported that these events were related to the patient's condition and unrelated to the hvad device or procedure. Though the root cause of the reported event cannot be conclusively determined; there are patient factors that may have contributed to this event. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death is a known potential complication that may be associated with use of this product and in patients with heart failure. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and recurrent polymicrobial infections. Death, infection/sepsis, pulmonary edema, right heart failure and anemia are known potential complication that may be associated with use of this product and in patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, infection, and respiratory failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Instruction for use (IFU): surgical procedures for vads and the use of vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include driveline infection, local infection and sepsis. The IFU has instructions on infection control guidelines. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Change twice daily (bid) for drainage, trauma or infection. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was readmitted on (B)(6) 2016 with complaint of abdominal pain. Patient stated that he fell in the bathtub and got his driveline caught which pulled it out a few centimeters. It was stated that the wound cultures were still positive for pseudomonas and blood culture still positive for candida parapsilosis. Gallium scan showed uptake throughout vad indicative of vad infection. Patient was intubated for respiratory insufficiency and increased work of breathing. It was stated that the patient was extubated on (B)(6) 2016. It was further stated that the patient was discharged to hospice in light of recurrent fungemia, infected lvad and overall poor prognosis and expired on (B)(6) 2016. No additional information available.